Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("major cramps during what would be ovulation") and abdominal distension ("little bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and ovulation pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced ovulation pain ("major cramps during what would be ovulation"), abdominal distension ("little bloating") and alopecia ("I brush my hair before shower and a bunch like this comes out") and was found to have weight increased ("I was right around 210 within 6 months of essure / over 60 lbs / weight gained"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain, abdominal distension and alopecia outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, alopecia, medical device removal, ovulation pain and weight increased to be related to essure. The reporter commented: patient assuming, she still having pet fibres in system. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event "I was right around 210 within 6 months of essure / over 60 lbs / weight gained" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("major cramps during what would be ovulation") and abdominal distension ("little bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and ovulation pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6): quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("major cramps during what would be ovulation"), abdominal distension ("little bloating") and alopecia ("I brush my hair before shower and a abunch like this comes out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, medical device removal and ovulation pain to be related to essure. The reporter commented: patient assuming, she still having pet fibres in system. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. New events added: hair loss. Reporters was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("lost a whole tooth above the gum line and have to have that extracted"), experienced ovulation pain ("major cramps during what would be ovulation"), abdominal distension ("little bloating"), alopecia ("I brush my hair before shower and a abunch like this comes out"), female reproductive tract disorder ("I'd always had reproductive system issues"), dental caries ("multiple teeth cavities") and tooth fracture ("tooth cracks/ chipped") and was found to have weight increased ("I was right around 210 within 6 months of essure / over 60 lbs / weight gained"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, ovulation pain, abdominal distension, alopecia, dental caries, tooth fracture and tooth extraction outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, alopecia, dental caries, female reproductive tract disorder, medical device removal, ovulation pain, tooth extraction, tooth fracture and weight increased to be related to essure. The reporter commented: patient assuming, she still having pet fibres in system. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new reporter was added, event reproductive tract disorder nos was added. On 23-mar-2020: social media received. New events teeth cavity, tooth crack and tooth extraction were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.